Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Event related to mw # 2210968-2021-08890, mw # 2210968-2021-08891. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the anterior cervical spondylolisthesis open reduction and internal fixation, the suture broke. A new package of suture was opened to sew the wound and complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 11/02/2021. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. H3 investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.